Event description:
The customer was riding his scooter on the road and was going down a hill when the brake failed. He stated that he could not stop and decided to try to ride it out. He went over two speed bumps and on the second one the scooter turned over. The customer said the scooter crashed into a parked car and he slid under it, suffering bruises and serious abrasions. He was treated and is fine now except for some soreness in one leg. He also statetd that drive train was making some strange noise on the morning of the accident.